Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed self testing.

Event description:
Report received that, during patient use, an 840 ventilator alarmed and went into a ventilator inoperable condition. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.